Event description:
It was reported the patient felt pain at the insertion site while wearing the pod on the arm for between 25 and 36 hours. When the pod was removed, it was noted the site was bleeding and the needle did not retract; indicating the needle mechanism did not function as intended. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.